Manufacturer narrative:
H10. H3, h6: we have now completed the investigation for this complaint. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, fail to alarm, has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has been returned for evaluation. A visual inspection found the top case to be broken, the functional evaluation did not establish a relationship between the reported complaint and the device. The device was tested and performed within expected parameters. This investigation has now been closed and recorded as no fault found. Without an evaluation of the softport it is not possible to provide a definitive answer to this reported issue. However, a blockage in the canister tubing, misalignment or physical blockage at the softport to the dressing interface may contribute to these events. Consideration of this circumstance is reflected in the instructions for use. The dressing seal may be lost or pooling may occur, without alarm activation, when an occlusion forms on the wound side of the dressing. Viscous, purulent or serosanguineous drainage may contribute to occlusion of the dressing. Regular monitoring of device and dressing is required to ensure full delivery of therapy and exudate removal. Ensure the wound dressing is free of air leaks, fully compressed and firm to the touch whenever therapy is active. Ensure canister tubing and renasys soft port are installed completely and without any kinks to avoid leaks or blockages in vacuum circuit. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the console does not go into alarm while the bandage is undone and therapy is in progress. No harm or injury reported. It is unknown if there was a delay due to this issue. No back-up device available.